Event description:
There is a glitch in the software for the philips monitor that could contribute to pt injury. The monitor will alarm for ECG and pulse oximetry. The alarm setup menu for ECG has an "alarm" on/off button. Below the "alarm" button is an "alarm source" button that allows you to turn on pulse ox alarm, which turns off ECG alarm. At quick glance, a nurse sees that she is in the ECG menu (title bar) and also sees that the "alarm" button is on. What she wouldn't realize is that if "pulse" is listed below the "on", ECG will not alarm.the setup menu for "pulse ox" has the same "alarm on/off" button. However, it does not have the "alarm source" button. Therefore, at quick glance a nurse will see the title bar "pulse ox" and "alarm on" and know that pulse ox is on. The ECG menu should be the same. You should not be able to turn on the pulse ox alarm from the ECG menu.biomed dept contacted philips a week ago. Philips said they needed to develop a software fix for the problem.